Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported experiencing high blood glucose of 485 mg/dl on the morning on date of this report. Customer treated with manual injection. At the time of this report, customer's blood glucose was 90 mg/dl. She stated the insulin pump would not turn on as the battery cap could not be installed on the insulin pump, due to battery compartment threading being worn. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.